Event description:
It was reported that the ventricular lead exhibited high threshold of 1.875 at 1.0 ms. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.